Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced buttons are unresponsive, rejects new batteries, rewind louder, short battery lifetime and scratches on screen. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was not performed. Customer reported a keypad anomaly and/or stuck button alarm. Battery failed alarm customer reported receiving a battery failed alarm. General documentation the customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. Low/short battery lifetime customer reported a short battery life or a low battery alarm. Bumped/dropped/cosmetic damage customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. No harm requiring medical intervention was reported. Product return required for mmt-1884l. It is unknown whether product will be returned. It was unknown whether the customer will continue using the device.

Manufacturer narrative:
Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might trigger the reason complaint. The adapt tool reveals no failed batt test alarms or keypad alarms were recorded to confirmed complaint. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement, rewind and self test. No failed battery alarms noted during testing. However, during rewind noisy motor noted. Isolate to motor assembly. The pump received with normal operating currents. Unit was cut open and performed a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage noted during visual inspection. Unit received with the following cosmetic damages: scratched case. In conclusion no unexpected failed batt test alarms, no unresponsive buttons, battery anomalies noted during testing. Unit functioning properly after battery installation and was tested successfully. However, noisy motor was noted during testing. Minor scratches on lcd window were also noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.